Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube placement. The device involved in the event remained implanted in the patient and was not returned, therefore, a return sample evaluation is unable to be performed. If any further relevant info is identified or obtained a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that during a home visit the nurse noticed cutaneous irritation around the stoma. On an unknown date, a surgeon prescribed of ceclor (10mlx2) and liquid eosine 2% solution.